Event description:
Reporter alleged blood glucose measured hi within 20 minutes of a result of 199 mg/dl compared to a lab result of 48 mg/dl performed at the same time. Reporter stated no treatment info on the pt was provided. Linearity was stated to pass on the meter when performed, however, when replacement of the suspect device was requested, return product was declined.